Manufacturer narrative:
(B)(4). Product usage when the alleged event occurred is unknown. It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the cuff would not inflate.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The et tube was returned with its original packaging. The returned et tube was visually examined with and without magnification. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. No functional issues were found with the returned sample. The reported complaint of "cuff could not inflate" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned sample. No further action will be taken.

Event description:
The customer alleges that the cuff would not inflate.